Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a vena seal device to treat patient at the bilateral great saphenous vein. No issues noted during procedure. Patient complained of redness/rash along the treated veins on both limbs after the procedure. The patient also complained of having fever/chills three days after the procedure. The patient was seen the following monday and was given nsaids and antibiotics due to the fever and chills.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.